Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four hours following the implant of this transcatheter bioprosthetic valve the patient expired due to no flow to the right coronary artery. It was unknown if the valve contributed to the patient's death. An autopsy was performed.